Event description:
It was reported by the customer that at bd pyxis¿ medstation¿ es main drawer 5 was failed since one of the cubies was broken and failed to open. User was unable to remove the meds when issuing it to a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn 13910065 was performed in salesforce which did locate 2 similar complaints with the same failure mode for this serial number. Case: (B)(4)¿ failed pocket. Case: (B)(4)¿ drawers 5 and 6 failures. A review of the device history record for sn (B)(6) was performed from date of manufacture 08-aug-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 failed due to a broken cubie. A field service engineer replaced the position sensor and tested for proper operation afterwards and issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.